Event description:
Related manufacturer reference number: 2017865-2022-09290. Related manufacturer reference number: 2017865-2022-09293. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead was oversensing noise and the implantable cardioverter defibrillator(ICD) was oversensing crosstalk on the left ventricular lead which triggered pacing inhibition. The right ventricular lead and ICD were explanted and replaced. The patient was in stable condition.